Manufacturer narrative:
(B)(4). Additional information: a device history review was also performed, finding that the pump had a 401:xx failure. The user interface printed circuit board a was replaced and the pump passed subsequent testing. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of "keypad buttons of keypad was inoperative at channel b." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "keypad buttons of keypad was inoperative at channel b" was confirmed by baxter personnel during product evaluation. The root cause was assigned to fluid ingress on keypad flex cable. Repairs will be completed at a future date. A service history review revealed that this device was previously serviced for the reported condition, however the previous servicing didn't contribute to the reported problem because the assignable root cause was found to be fluid ingress on keypad flex cable. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.